Event description:
The patient with a 25-27mm secundum, atrial septal defect as measured by echo and balloon-sizing, respectively, was implanted with a 26mm amplatzer septal occluder (aso). One day later, a repeat echo showed the aso had embolized into the left atrium. The 26mm aso was percutaneously snared and a 32mm aso was implanted.

Manufacturer narrative:
No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.